Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 123 mg/dl. The customer states he was out at an event and has beeping and flashing screen and no report of pump screen flashing when the screen was turned on after being in sleep mode. Troubleshooting was performed for blank display and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify missing segments/partial display anomaly due to blank flashing white display. Unit received cracked retainer, minor scratched display window and scratched case.